Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt sick at the same time every day, describing it as the same as when the implantable pulse generator (ipg) is disconnected. In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. The device was confirmed to be in a mode susceptible to the error. No programming changes were made. The device remains in use. No further patient complications have been reported as a result of this event.